Manufacturer narrative:
Date of report received: 07 jun 2019. MFR received date: 06 may 2019. The manufacturer¿s international service technician confirmed the reported issue. The customer declines our service, support, and repair. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Serial number unknown. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported touch screen failure. The unit was in clinical use at the time the reported issue was discovered. There was no harm to the patient or the user.